Event description:
Left hip revision of accolade tmzf. Patient complained of pain and metallosis was diagnosed.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding pain and metallosis involving an accolade was reported. The event was not confirmed. Medical records received and evaluation: a review of the case description by a clinical consultant concluded, "no certain root cause of failure can be established for this case due to lack of proper information. Without further evidence, a clear relationship between the observed metallosis as failure mode with the cause of pain and the revision indication is not quite evident." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
Left hip revision of accolade tmzf. Patient complained of pain and metallosis was diagnosed.